Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported right side "rupture confirmed with CT scan". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., h.6.

Event description:
Healthcare professional reported right side "rupture confirmed with CT scan". Device was noted as "disintegrated" and "non-returnable.

Event description:
Healthcare professional reported right side "rupture confirmed with CT scan". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.